Event description:
It was reported that the purewick urine collection system suctioned at half power. The patient purchased a new kit and performed troubleshooting. The representative provided troubleshooting by telling the patient to disconnect and reconnect machine cord to power source, shook lid to loosen float valve and opened or reclosed lid and tubing to canister. But the water cup test was failed. There was no water suctioned into the canister. The patient had been using this product for more than 90 days. Per customer contact via phone on 03nov2022 customer stated that the replacement device was received and resolved the issue. Per additional information received via form with sample returned on (B)(6) 2022, it was reported that the machine worked fine initially but over time suction decreased even though accessory kits were replaced timely, and unit kept clean. It was also reported that the patient stayed wet during nights resulting in urinary tract infection and sore on buttocks. It was stated that this happened before with prior machine as well. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate design, inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system suctioned at half power. The patient purchased a new kit and performed troubleshooting. The representative provided troubleshooting by telling the patient to disconnect and reconnect machine cord to power source, shook lid to loosen float valve and opened or reclosed lid and tubing to canister. But the water cup test was failed. There was no water suctioned into the canister. The patient had been using this product for more than 90 days. Per customer contact via phone on 03nov2022 customer stated that the replacement device was received and resolved the issue. Per additional information received via form with sample returned on 17nov2022, it was reported that the machine worked fine initially but over time suction decreased even though accessory kits were replaced timely, and unit kept clean. It was also reported that the patient stayed wet during nights resulting in urinary tract infection and sore on buttocks. It was stated that this happened before with prior machine as well. Medical intervention was unknown.